Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was around 700 mg/dl at the time of incident. The customer's blood glucose was 345 mg/dl at the time of call. The customer stated that they had symptoms of high blood glucose such as headache and nausea. The customer stated that they treated the high blood glucose with manual injections. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during the functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The bolus wizard is functioning properly per bolus wizard in the user guide. The insulin pump delivered the estimated value properly; no bolus anomaly noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.